Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.4 was failed continuously. A filed service engineer found drawer 1.4 had black marks on it and replaced mini engine to resolve this issue. Preventative maintenance has performed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) fentanyl mini drawer opens completely in stead of one pocket at a time on remove. Customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.